Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08238 and 2134265-2015-08241. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. "Lost internal connection" message was indicated, and it was unable to pullback. The ilab was rebooted and it was able to perform pullback. No patient complications were reported.